Event description:
A report was received that the patient had tenderness at the ipg site. The battery was also noted to be shallow and a little high in the body. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had tenderness at the ipg site. The battery was also noted to be shallow and a little high in the body. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patient¿s preference. Database analysis revealed that the charger thermistor was triggered often and that the device was working as expected. The explanted devices were not returned to bsn as they were discarded by the medical facility.